Manufacturer narrative:
Evaluation of returned syringe found the "0' graduation mark was located approx .024" below the base line of the graduation. Three hundred other syringes from the same lot displayed no mismarkings. Mfg produced several syringes with a similar graduation mark and tested them for accuracy of delivery. Despite the misaligned scale, the syringes passed the test criteria for industry standards for insulin syringes (iso 8537). Therefore, this slight printing misalignment is not considered a defect as an accurate dose would be delivered.

Event description:
Customer reports, the syringe is mismarked. The first marked line is a little more than one unit below where it should be so that caused him to take at least four units a day more (insulin) than he should. The customer reported experiencing more "lows" than usual which he believes is a result of taking too much insulin.